Event description:
Pt came in for hemodialysis treatment. Upon hook-up to blood line she complained of immediate pain sensation in her access arm and she proceeded into full cardiac arrest. CPR was initiated and pt was resuscitated and transported via ambulance to hosp.